Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: patient #1: biofire result dual positive for enterococcus faecium & candida tropicalis; e.faecium grew; gram positive cocci suggestive of strep seen in gram stain from original culture bottle our physicians had been advised about contaminated blood culture bottles. Physicians were advised to pay attention to the gram stain result & to wait for culture results regarding yeast..

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-november-6th. H.6 investigation summary: catalog: 442021. Batch no.: 3138057. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
Report 1 of 2. It was reported that during use with the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: patient #1. Biofire result dual positive for enterococcus faecium & candida tropicalis e.faecium grew gram positive cocci suggestive of strep seen in gram stain from original culture bottle. Our physicians had been advised about contaminated blood culture bottles. Physicians were advised to pay attention to the gram stain result & to wait for culture results regarding yeast.